Event description:
It was reported a patient enrolled in a clinical study underwent left total knee arthroplasty on an unknown date. Subsequently, a revision procedure was performed on (B)(6) 2006 due to infection. Radical debridement was performed and all components were removed and replaced with cement spacers.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown; date implanted - unknown; PMA/510(k) number/ manufacture date ¿ unknown.